Event description:
It was reported that the bd ultra-fine¿ pen needles was difficult to operate. The following information was provided by the initial reporter: consumer reported that the needle hub is difficult to remove from the pen after injection. She stated that she places the clear outer cover on the needle after injection and when she tries to remove it from the pen, it will not come off.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ pen needles was difficult to operate. The following information was provided by the initial reporter: consumer reported that the needle hub is difficult to remove from the pen after injection. She stated that she places the clear outer cover on the needle after injection and when she tries to remove it from the pen, it will not come off.